Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The resistance with a guide wire could not be replicated, as the stent delivery system device was inadvertently discarded. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure, a 2.5 x 28 mm and a 3.0 x 18 mm xience v stent delivery system (sds) were advanced in the vessel but could not cross the lesion. It was noted that although the 2.5 x 28 mm could be removed separately, the 3.0 x 18 mm xience v became stuck on the guide wire and was removed as a system from the anatomy. A non-abbott stent system was used to complete the procedure without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.